Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the cover not pinching the tube even when closed, caused by the missing pump cover screw. It was reported that there was a circulation failure and connectivity issues. The reported issues were confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: ca20l2, ca20l2 20cm rein percutaneous antenna x1 (lot#s24lg002) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a liver cancer treatment using the device, several issues were encountered with the ablation pump. The cooling water did not circulate despite the pump motor rotating, and the mechanism on the bottom of the pump did not move upwards even when the lid was closed. Additionally, the tube was not clamped, requiring the doctor to manually hold it down. Despite these issues, the ablation procedure was successfully completed without harm to the patient.